Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. It was reported that the ins was unable to be reset by the clinician tablet. It was unknown if the patient was able to turn stimulation on/off; tech services instructed the representative to not turn stimulation off. An engineering representative met with the patient on (B)(6) 2025. The tel-m application was able to successfully connect to the ins via the communicator. The patient's ins was able to be reset using the tel-m ins reset command. After the reset, the applications were able to successfully communicate with the patient's ins, and the patient's stimulation settings were confirmed.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they have a different tablet and communicator to try, as well as her own, but is still unable to interrogate the ins. Rep also confirmed on the call that she has been able to successfully connect to other patients' stimulators in the meantime. Tss called rep back to confirm all external devices (communicator and tablet) were powered off prior to attempting to interrogate. Rep states that this was done with both tablets and communicators used in clinic today. Rep to coordinate a visit with the patient to use lab programmer to reset the ins with the understanding that this issue is caused by a lockup of the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). Rep had tried two tablets and two communicators but still got no device found on both tablets using both communicators. Patient could connect their ins with the handset and could adjust therapy settings - confirmed patient felt therapy. Technical services (tss) confirmed handset was powered off and tried to have the rep connect tablet to ins - rep got no device found. Tss asked if any strong emi sources were near, and rep confirmed no strong emi. Communicator was directly over ins each attempt at communication. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.